Manufacturer narrative:
(B)(4). A device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If a device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unk number of spectrum pump turned off without user input during therapy. It was also reported there was no pt injury.